Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer experienced a seizure and self-treated with sugar. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The sensor was restored to storage state and activated with a known good reader to receive first 5 ble (bluetooth low energy) packets and first 5 ble packets were received. The blc count and rssi (received signal strength indicator) were present for all packets. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. Functionality test was performed on the sensor by checking if 5 ble packets were received and blc and rssi present to verify if sensor is functioning as intended. The passing of functionality testing indicates that there were no issues with sensor functionality and electronics. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for PMA/510k as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer experienced a seizure and self-treated with sugar. There was no report of death or permanent injury associated with this event.